Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via log file analysis. Review of the submitted log file captured no external power events on 03mar2026 due to loss of ac power to the mpu. The alarms resolved each time shortly after once external power to the mpu was restored. The backup battery provided support to the system without issue during each loss of power. Pump operation was not affected and appeared to operate as expected at the set speed. Reported information stated the patient was experiencing intermittent beeping while connected to the mobile power unit (mpu). The patient was not having active alarms. The beeping occurred when the black lead was attached and the beeping did not occur when the patient was connected to battery power. The patient was connected to another mpu and the beeping persisted. However, when the patient used an ungrounded cable while connected to the power module, the beeping did not occur. No signs of damage or corrosion were noticed. The mobile power unit, serial number (B)(6), was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, no external power, and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing intermittent beeping while connected to the mobile power unit (mpu). The patient was not having active alarms. The beeping occurred specifically when the black lead was attached. This issue did not occur when the patient was operating on battery power. The patient was connected to one of their mpus, and the beeping persisted. However, when they used an orange cable (ungrounded) while connected to the power module, the beeping did not occur. The equipment was inspected and no signs of damage or corrosion were seen. The log files were submitted for review, and it appeared that the event log file captured some odd strings of power fault flags and unstable voltages along with a false positive no external power event on 03mar2026. After further review, the events captured in the log file are consistent with no external power events while connected to the mobile power unit (mpu). The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.